Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of image.

Event description:
It was reported that there was loss of image.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see comm log), and indicates: faults found : after investigation the fault could not be reproduced. All functions are working within the specification. Due to the fact that there is a product hold and the digital board has the wrong oscillator installed, the digital board has been replaced. Failure code: n/a. Erp code: n/a . Action taken : digital board replaced tests: used qip 11314, used map 11953. Function test / general inspection hipot test : passed all tests. Result : unit has been returned to the customer. Console has sales warranty. Probable root cause: cables, hdmi cables connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, intermittence between transition board and ch connector, software, camera head, coupler, problem toggling light source, connected monitors, leaking, poor grounding, no/incorrect communication with light source, soaking cap disconnection during sterilization, electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge, cybersecurity attack, pendulum ch inertial measurement unit, use error. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.